Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a ngen pump and the low fluid warning failed on the pump. They were not receiving a low fluid warning when the bag reached below the 100 ml level. The equipment allowed ablation when the issue occurred. There was no error or warning message about the fluid level on either the ngen monitor or the carto workstation. There was a bubble detected error by the pump which led them to realize the low fluid level. The correct catheter setting was selected, and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Irrigation pump setup was automatic. The ngen generator was being used in power-controlled mode. No troubleshooting was performed. They replaced and reset the bag; however, they did not go below the threshold again. The issue remained unresolved. They declined any service or repair follow-up. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has been updated including the h6 codes: as per work order, the reporter replaced the bag and declined the service. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a ngen pump and the low fluid warning failed on the pump. They were not receiving a low fluid warning when the bag reached below the 100 ml level. The equipment allowed ablation when the issue occurred. There was no error or warning message about the fluid level on either the ngen monitor or the carto workstation. There was a bubble detected error by the pump which led them to realize the low fluid level. The correct catheter setting was selected, and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Irrigation pump setup was automatic. The ngen generator was being used in power-controlled mode. No troubleshooting was performed. They replaced and reset the bag; however, they did not go below the threshold again. The issue remained unresolved. They declined any service or repair follow-up. No adverse patient consequence was reported. Device investigation details: the unit was analyzed by technical services, following their procedures. They concluded that no failure was found on the unit. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).